Event description:
Target was notified that during the procedure the gdc coil broke in the catheter while the physician was trying to remove it. The catheter was in a tortuous path and friction was experienced at the time of the incident. There was no harm to the pt, who was reported in good condition after the procedure.